Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not verified in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test, were not performed due to motor error alarms. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and cracked belt clip slot.

Event description:
It was reported that the customer had a e-70 and motor error during bolus settings on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer insulin pump was not dropped nor bumped. The patient was advised the insulin pump need to be replaced. The customer was already on a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.